Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 08jul2024.

Event description:
Healthcare professional reported capsular contracture, baker grade IV diagnosed via MRI and silicone "oozing" from the implant discovered during surgery. The device has been explanted and replaced with another manufacturer's device. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV diagnosed via MRI and silicone "oozing" from the implant discovered during surgery. The device has been explanted and replaced.

Event description:
Healthcare professional reported capsular contracture, baker grade IV diagnosed via MRI and silicone "oozing" from the implant discovered during surgery. The device has been explanted and replaced with another manufacturer's device. This record relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: broken device observed assessed as fold flow opening. Capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure, particles, wear abrasion and creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV diagnosed via MRI and silicone "oozing" from the implant discovered during surgery. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Device photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.